Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no reported adverse impact due to the reported issue. The customer reverted to manual injections for insulin therapy.